Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Tandem technical support performed troubleshooting with customer and thought the infusion set was the reason for occlusion; however customer declined to check the infusion set. Additionally, it was reported the insulin gauge was inaccurate. Customer changed all supplies and resumed insulin delivery. Reportedly, customer blood glucose was 265-296 mg/dl.